Event description:
It was reported that t:slim x2 pump battery would not charge unless charging cable was held at specific angle, and customer experienced intermittent charging. There was no reported impact to the customer¿s blood glucose level. Customer continued using current pump and indicated willingness to rely on alternate method if necessary.